Event description:
During a 6 french radial ptca of right coronary artery in a (B)(6) female, a 6 french 1.5 ikarri terumo guide catheter was placed at the ostium. A 3x12 xience (abbt) was primarily placed without predilection. A 3.25x10 empira nc was placed at the ostium and inflated to 22 atm; was deflated and physician noted balloon had ruptured. A 3.5x10 empira nc was utilized successfully. No pt adverse event reported.

Manufacturer narrative:
Manufacturing records were reviewed and there is no objective evidence to suggest that the device may have been released with non-conformities related to the nature of this complaint. The device met specifications prior to distribution.